Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device labelling had partially vanished, and the hose was still tight but showed a defect. It was further determined that the device was emitting smoke after 2.5 minutes running in full speed and was already showing a temperature value of 134°f (fahrenheit). It was further determined that the console did not show the correct rotations per minute (rpms) values and the measured rpm were below specifications. Noise assessment failed and the device did not respond at all to the handswitch. It was determined that the device had a component damage and excessive noise. It was further determined that the device failed pretest for visual assessments, rotational speed assessment, noise assessment, handpiece temperature assessment and hand control assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. H11: corrected data: correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 1/18/2021 to 1/27/2021.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 3/21/2011.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. H11: corrected data: d1, d2a, d2b, d4, g4, h4: the product code of emax2plus was incorrect in the initial and /or previous reports. Therefore, all the product information was incorrect. The product code has been updated to emax2; therefore, procode, common device name, catalog, serial number, 510(k), device manufacture date and unique identifier (UDI) have all been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the motor device heated up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.